Event description:
A customer reported during a cataract procedure, a surgeon had no phacoemulsification and noticed no flow. The procedure was completed. The pt experienced a corneal burn. A suture was used to close the would. The surgeon also had to use histo-acylic adhesive and a bandage contact lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).